Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and was unable to sense. The lead was explanted and replaced. During explant of the lead the patient was occluded and the lead had to be removed by laser lead extraction. No further patient complications have been reported as a result of this event.